Event description:
Reporter stated that her friend used her aviva system to obtain results of 590 mg/dl and 175 mg/dl within 10 minutes of each other. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.